Event description:
It was reported that the pump battery could not be charged leading to the pump shutting down. The customer's blood glucose level was 525 mg/dl. The customer administered a correction injection to address bg level. The customer reverted to an alternate method of insulin therapy.